Event description:
It was reported that the light source didn¿t produce an image on three different 190 scopes. There were no reports of patient harm.

Manufacturer narrative:
The customer confirmed that they tried the scopes on another tower and obtained image with no problem. The socket on the light source was cleaned and the cablings on the back between the units was checked. The scope was plugged in while the power was off and then powered on, yet still, no image appeared. It was suggested to the customer that the light source be sent in for repair. The device was not returned to olympus for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added on fields: d8 and h6. Correction on field: b5 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be identified. However, it is likely that no image with three new 190 scopes occurred because 190 scopes could not be detected. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred after the procedure.